Event description:
Device malfunction: device stuck in sheath tube. Time of device malfunction: after the procedure. Symptoms/ae: none. It was reported that a physician in training attempted arteriotomy closure after an interventional procedure with a starclose device. The clip was found stuck in the distal end of the sheath tube after all deployment steps had been performed. Hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.